Event description:
Patient had a femostop placed on right groin by physician after stent. Patient developed a hematoma at the site, but no further problems. After the patient was transferred to a general care floor, he developed chest pain and was infracting by EKG. The patient was taken back to the cath lab and received lytic therapy. The coronary arteries were open. The left groin was used for this cath procedure, the sheath was pulled, and the femostop placed on the left groin by the physician. The cath site was still oozing that evening; therfore the femostop was left in place until the next morning. The left groin appeared normal, and the right groin had a hematoma. The patient was discharged. Ten days later, the patient returned with an infection at the left groin cath site. The patient also has severe rheumatoid arthritis and is receiving steroids.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: labeling - inadequate instructions for use, failure to follow instructions. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.